Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the blade broke at the teeth and at the mount. It was also reported that two saw teeth were retrieved from the operative site. It was further reported that an x-ray was performed to locate the final broken piece; the x-ray confirmed that the broken piece did not remain in the surgical site.